Event description:
A pt ((B)(6)) was enrolled in the post-approval study for stress urinary incontinence. On (B)(6) 2011 the pt was injected with 2.0 ml of coaptite, lot 1022822. On (B)(6) 2011 the pt was injected with 2.5 ml of coaptite, lot 1022822. On (B)(6) 2012 a ua was performed and the pt had a urinary tract infection (uti). On (B)(6) 2012 the pt was treated with bactrim ds 800/160 mg bid x 5 days. By (B)(6) 2012 the uti had resolved. Per the physician, the severity was mild and probably not related to the coaptite.

Manufacturer narrative:
(B)(4). At the time of this report the uti had resolved. The device history record for the reported lot was reviewed. All required testing specifications were met prior to release. There were no abnormalities.